Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the worsening pvl and moderately calcified bioprosthetic valve 3 years and 7 months post implant cannot be confirmed. The mechanisms described above likely contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(6) clinical trial, 3 years and 7 months post implant of a 23mm sapien xt valve, echo indicated moderate to severe aortic regurgitation / paravalvular leak (pvl), a mean gradient of 50 mmhg and moderate prosthetic aortic valve stenosis. Medical record review revealed, 5 months post valve implant, the patient presented with a headache due to a fall from a syncopal episode. The patient was found to have slightly low blood pressure and lasix therapy was stopped. Echo performed at the time of the event indicated moderate pvl, worsening from mild at the 30-day follow-up visit. The patient was medically managed and discharged to home. Echo performed at the 1-year follow-up indicated mild pvl with a mean gradient of 24.54 mmhg; however, severe aortic valve leaflet thickening was noted. The patient was treated with antibiotic therapy for endocarditis. The 2-year echo indicated mild-moderate pvl with a mean gradient of 37.06 mmhg. Severe leaflet thickening was reported. The 3-year echo indicated moderate pvl with a mean gradient of 34.07 mmhg. Significant thickened leaflets with a ¿ridge of calcium extending into the lvot¿ was reported. It was noted that the calcium may represent anterior mitral annular calcification (mac) or calcium from the aortic valve. Approximately 7 months later, the patient was admitted to the hospital complaining of the gradual onset of shortness of breath and exertional intolerance. The patient¿s sob symptoms were reported to be ¿severe¿ with an oxygen saturation of 80%. The patient was diagnosed with acute diastolic congestive heart failure (chf) and acute hypoxic respiratory failure from the chf. The chf improved with diuresis. Echo indicated moderate to severe aortic regurgitation / pvl, a mean gradient of 50 mmhg and moderate prosthetic aortic valve stenosis. It was noted that aortic valve replacement or a valve-in-valve would likely be required ¿at some point¿ given the chf, high gradient and significant regurgitation. No further actions were taken at the time and the patient was discharged 3 days post admission.